Event description:
It was reported that there was a distorted haptic due to a user/handling error when implanting an intraocular lens into the patient's eye. It was stated that the lens was removed and exchanged in the same procedure. Incision was stated to have been enlarged during removal of the lens. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Damaged haptic of intraocular lens. Enlarged incision. Visual inspection of the returned product revealed the lens had one broken haptic, was cut, and appears to have evidence of viscoelastic, ovd, (ophthalmic viscosurgical device).